Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered an accident where the ipg was caught on the edge while walking around a corner and immediately afterwards the ipg was unable to communicate with the external devices. The issue was confirmed by the abbott representative. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) /2017 where the ipg was removed and replaced. Therapy has been restored.